Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative has provided MRI results which show "subpectoral implant with increased permeable cover with gel-bleeding sign. Intracapsular rupture. No signs of intracapsular proliferation, no signs of seroma, no suspicious lesions, some microcysts". This relates to the left implant. Device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture-breast: unable to observe since it is not related to the device. Granuloma-breast: unable to observe since it is not related to the device. Lymphadenopathy-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient representative reported, via imaging, left side "intracapsular rupture¿, ¿capsular fibrosis¿ baker grade unknown, "especially small siliconoma left axillary¿, "a single silicone-containing lymph node on the left axillary¿, and ¿plenty of silicone material surrounding chronic fibrosing, giant cell-rich inflammation¿. The device has been explanted and replaced.

Event description:
Further medical reports provided show left side ¿capsular fibrosis¿ baker grade unknown, ¿especially small siliconoma left axillary¿, ¿plenty of silicone material surrounding chronic fibrosing, giant cell-rich inflammation¿, and ¿a single silicone-containing lymph node on the left axillary¿. The device has been explanted and replaced.

Manufacturer narrative:
The reported events of capsular contracture, swollen lymph nodes/glands, and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6.

Event description:
Patient reported via MRI ¿leakage of silicone, increasing and enlarged lymph nodes¿. Healthcare professional reported via MRI ¿increased permeable cover, gel-bleeding sign, intracapsular rupture, microcysts¿. Healthcare professional reported ¿rupture¿ unknown reporter reported ¿mechanical complication, capsular fibrosis, implant defect, siliconoma, silicone-containing lymph node, fibrosed pseudo-capsule, deposit of plenty of silicone material surrounding chronic fibrosing, giant cell-rich inflammation¿, reported via ultrasonography ¿implant defect¿. Later patient representative reported ¿pain, lumps, rupture, silicone bleeding, enlarged lymph nodes, depression, anxiety, decreased self-confidence and change in sleeping pattern¿. This record is for the left side. Device was explanted and replaced with a non-abbvie device.